Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working correctly. The customer experience the blood glucose level of 264 mg/dl. The customer said that the insulin was being wasted and they didn't know where it was going. The reservoir was being filled and the insulin pump was pushing out insulin. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted. (B)(4).